Manufacturer narrative:
The reported event of no rf telemetry was confirmed. The device¿s rf feature was disabled due to detection of internal errors in the rf integrated circuit.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was explanted following the advisory. Patient is pacemaker dependent, and there was no allegation of premature battery depletion. During the generator change, the device was unable to be interrogated with the rf antenna. Another antenna was tried and it would not switch over to rf either. The antenna did work with the replacement device. Patient¿s condition was stable.